Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedance measurements of greater than 3000 ohms. The cause of the oor measurements was thought to be due to a possible compression issue involving the suture sleeve. It was also noted that there were elevated threshold measurements, however all other lead numbers were within range. The system was reprogrammed and while there are future plans for a device change-out and lv lead revision procedure, the system continues to remain in service. There were no reports of patient harm or adverse effects.

Manufacturer narrative:
Requests for additional information from the field concerning why this lead was taken out of service have been requested. This report will be updated should further information become available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received from the field that this left ventricular (lv) lead was surgically abandoned. It is unknown at this time if the lv lead was specifically taken out of service due to the out-of-range pacing impedance measurements or not, but it was abandoned on the date of the planned device change-out procedure. The lv lead is no longer in service. No additional adverse patient effects were reported.